Event description:
It was reported that this right ventricular (rv) lead exhibited consistently high shock impedance measurements over the past seven years including some intermittent spikes to 150 ohms. High measurements still occurred despite programming to single coil configuration. Therefore, this lead was removed from service and replaced with a competitive lead during an elective procedure to replace the associated implantable device. No additional adverse patient effects were reported. The lead is expected to be returned for evaluation. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.